Manufacturer narrative:
As reported, the tip of a 120cm outback elite re-entry catheter was disconnected when going over bifurcation. The tip of the device that broke off came out with the unknown wire when removing everything as a unit. There was no reported patient injury. The device was opened in sterile field. Additional procedural details were requested but are unknown. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. The cannula needle was received retracted. During visual inspection, the distal end port was found separated from the distal housing and nosecone assembly, and it was not returned for analysis. No other visible anomalies were observed during the analysis. Note: the outback elite catheters are packaged with the cannula deployed. Results showed that the separated area of the nosecone of the outback elite 120 cm re-entry unit presented evidence of material elongations and adhesive residues. The material elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the catheter and the nosecone material of the device were induced to a tensile force that exceeded the material yield strength prior to the separation. Also, the adhesive residues on the catheter are a sign that the catheter and nosecone where glued together. No other anomalies were observed during sem analysis. The product history record (phr) review of lot 17909129 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured/separated in patient¿ was confirmed through analysis of the returned device based on the condition in which it was received. However, the exact cause of the device condition could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the damages reported. However, vessel characteristics (occurred when going over the bifurcation) and/or procedural/handling factors are likely as evidenced by the elongations and adhesive residues at the distal housing/nosecone assembly noted during sem analysis. This suggests a material tensile overload event occurred, such as stretching and pulling, that exceeded the material¿s yield strength prior to the separation. Also, the adhesive residues is a sign that the assembly was properly glued together. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. If the guide wire kinks, carefully attempt to remove the wire and replace with a new one. Stop if any resistance is felt when removing wire from the outback elite re-entry catheter. If resistance is encountered, retract the cannula tip back into the shaft and then remove the outbackr elite re-entry catheter and wire together from the vasculature. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process of the product. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17909129 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 120cm outback elite re-entry catheter was disconnected when going over bifurcation. The tip of the device that broke off came out with the unknown wire when removing everything as a unit. There was no reported patient injury. The device was opened in sterile field. The device is expected to be returned for evaluation.